Event description:
Customer reported a motor error alarm during basal delivery. He did not know the blood glucose reading. He stated that the insulin pump was not exposed to a strong magnetic field or MRI and that he was able to complete the rewind sequence. He reported that he had a low of 48 mg/dl but declined troubleshooting for the issue. Nothing further was reported.

Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump passed the displacement test, rewind and motor test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.